Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced painful sex, recurrence, abdominal pain and urinary problems. No other information is available. No other information is available.